Event description:
Dexcom pediatric g4 cgm receiver low alert and urgent low alarms are not loud enough to be heard. There is an audible sound but not loud enough if the immediate area is anything but silent. Last night for at least the 6th time, I missed a low blood sugar alert for my son. If I hadn't woken up at a scheduled time with my alarm clock as a backup plan, he could have potentially gone so low that it would have resulted in hospitalization or death. This is a replacement receiver (never had issue with original one with alarms and alerts it was very loud). Dexcom doesn't recognize this as a problem because the alerts works on the test but even though it isn't loud.